Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02371.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the first smart coil into the target vessel and made four attempts to detach it using the handle; however, the smart coil failed to detach. It was also reported that the handle did not click. Therefore, the handle and the smart coil were removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly. The pet lock being intact indicates that there was no attempt to detach the embolization coil. Based on the observed damage within the handle, it is likely that the coil was not properly inserted into the handle during attempted detachment. Further evaluation revealed that the pusher assembly had bends and kinks throughout its length. During functional testing, the smart coil was attempted to be detached using the returned handle. The pet lock separated, but the pull wire would not retract due to the pusher assembly kinks, and the embolization coil remained intact with the pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02371. H3 other text : placeholder.